Event description:
The customer reported that the clear insulation toward the distal end of the shaft became damaged after inserting the device in and out of the trocar during a laparoscopic oophorectomy. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information, pertinent to the incident is obtained, a follow-up report will be submitted.